Event description:
A customer from the (B)(6) contacted biomérieux to report intermittent lls errors in association with the nuclisens® easymag® disposable vessels used on two of their easymag® systems. The customer changed to a different lot and the issue was resolved. The customer was able to recover elutes from samples tested. All elutes could be used apart from the last run, which failed all samples. The customer reported results were delayed with no impact to patient care. The test reports and disposables were requested from the customer. A biomérieux investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed. During the investigation, the issue was reproduced with samples but with a lower frequency. The analysis of data provided by customers showed that these errors were randomly distributed within the run sequences and the sample positions. Investigation with the disposable supplier revealed no issue in raw materials use. The issue involves risk of delayed results for the patients, but not false results. As mentioned in the easymag user manual, the use of an internal control is recommended in order to detect potential nucleic acid extraction issue. All errors that occur during the runs can be found in the results report.